Event description:
It was reported that upon review of merlin.net transmission, the clinician noted the right ventricular lead exhibited multiple noise reversion episodes. All other electrical measurements were within range. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).